Event description:
A customer observed biased patient and qc results for all chemistries processed in the colonmetric (cm) incubator. The magnitude of the bias for one of the chemistries (lac) could have led to inappropriate physician action. There was no report of patient harm as a result of this event.